Manufacturer narrative:
On 4/23/2020, additional information indicated that date of explantation cancelled due to covid-19 no future surgery date set at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 5/28/2020, indicates that patient scheduled for removal on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with unknown saline breast implants which the right side deflated after implantation. The issue was confirmed by the physician. As a result patient scheduled on (B)(6) 2020.